Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 492 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. Unable to perform the unexpected restart error, occlusion and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.